Event description:
The plate broke during surgery when surgeon bent it. The operation was not influenced and the plate was disposed.

Manufacturer narrative:
Investigation in progress but not yet complete.